Manufacturer narrative:
An event of sever aortic regurgitation after six years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. No implant related factors and biological factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
User facility medwatch report mw5145211 received that states "patient admitted to the hospital with second episode of heart failure. He had a 23 mm trifecta valve placed in 2017 at (B)(6) hospital. After echocardiographic evaluation it appears that he has severe prosthetic aortic regurgitation. Since the valve has been in place only 7 years this appears to be early failure and due to previous problems reported with this type of valve this report is being submitted." It was reported that in 2017, a 23mm trifecta valve was implanted during an aortic valve replacement. In 2023, the patient was admitted to the hospital with a second episode of heart failure. After echocardiogram evaluation, it appeared that the patient had severe aortic regurgitation. It was unknown if the valve was replaced. The patient status was unknown.

Manufacturer narrative:
Attachment: medwatch form mw5145211. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.